Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation. Per tandem¿s user guide: the cgm range targeted by control-iq technology during sleep is 112.5 mg/ dl¿120 mg/dl. This range is smaller than the target range with no activity enabled since there are fewer variables that affect cgm values while you are sleeping. During sleep, control-iq technology will not deliver automatic boluses.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; this was caused by the customer leaving sleep mode on 24/7. Reportedly, the customer fell due to low bg which caused scrapes and bruises. Customer required 3rd party assistance due to low bg and customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.